Manufacturer narrative:
Field service specialist visited the account to check equipment. He verified daily alignment validation (dav) patient vacuum status bar does not increase to full range. He performed adjustment on vacuum regulator board and now increased to full range. Daily alignment validation (dav) passed, system meets abbott specifications and was returned to normal operation. Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the limbal relaxing incisions (lri) and while laser was firing the system experienced suction loss. It was reported that procedure was completed and there was no patient injury.

Manufacturer narrative:
Manufacturing site reported that manufacturing date for the system is june 2016. A review of the records related to this equipment that included labeling, manual, trending, device history records and risk documentation reviews for this equipment were performed. The review of the device history record (DHR) for catalys system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Results were within specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: in the initial report no was incorrectly selected. The device is available for evaluation and therefore yes should have been selected.